Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot umber or sample was provided. The article concluded that the management strategy for sac expansion without evidence of endoleaks as in case of endotension remains controversial.[(B)(4)].

Event description:
Article received: donas, k. E. (2017). Surgical treatment of endotension after chimney endovascular repair of a symptomatic juxtarenal aneurysm. Annals of vascular surgery, 279.e5 - 279.e8. Purpose: to report on a surgical treatment of 1 patient with endotension after chimney evar for a symptomatic juxtarenal aortic aneurysm. Per the article adverse events included increase in the aneurysmal sac and gelatinous exudate in situ.